Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg value not provided). Intravenous insulin was administered. Contact was unable to provide further information at the time of the report. Tandem technical support (cts) assisted the contact with putting the pump into storage mode. Upon follow up, contact reported customer was "fine"; no additional information was provided. Although multiple attempts were made by cts to contact the customer; no reply was received.